Event description:
It was reported that a right ventricular (rv) lead exhibited an increase in lead impedance. It was reported that the rv lead subsequently exhibited high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 4574 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.